Event description:
A customer reported to baxter (B)(4) that their homechoice (hc) smelled ''hot'', while they were not connected. The home patient (hp) requested to swap out their machine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a "hot smell" with a homechoice (hc) machine was not confirmed during the sample evaluation; therefore, no root cause could be determined. An event history was performed and could not confirm the reported problem. A visual inspection found no physical damages. All functional tests performed as per baxter's required procedures. The power on self test was successfully completed. The 1 hour therapy was successfully completed.